Manufacturer narrative:
The user facility returned two original samples to conmed for evaluation. Although the samples were received with opened original packaging, they were not associated with the packaging or a lot number; therefore, they were both evaluated. The first set of used pads was received folded together. Visual inspection found the cord cut off. The pads were dissected and the fanned carbon wires were misaligned on both the anterior and posterior pads. Visual inspection of the second set of used pads found a cut in the back foam of the anterior pad; it is unknown when this cut to the pad occurred. The pads were dissected and not abnormalities were found. In addition to the original samples, twenty two lot samples were received for evaluation of which a sample of eight were visually inspected and functionally tested. Dissection of two of the samples found fanned carbon wires that were misaligned with the edge of the conductive square on one of the pads. No abnormalities were found on the third sample. A two-year review of complaint history revealed a total of 6 similar complaint, with 8 devices, for this device family and failure mode combination. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure (B)(4) percent, if all complaints were confirmed. Per the instructions for use, the user is advised the following: - no modifications of this device are allowed. - misuse of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. - make sure skin is dry and free of sweat, water, alcohol, etc. - do not use if packaging seems compromised. - do not fold, trim, crush, or store under heavy objects. - misuse of electrodes may cause patient burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the user facility that during a cardioversion with 2001m-c pad, a spark was witnessed where the wire entered the pad. The pad involved was the anterior pad placed on the patient's midsternum. The cardioversion was successfully completed with no additional interventions required. No patient injury or surgical delays was reported. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.